Manufacturer narrative:
(B)(4).

Event description:
It was reported that the anchor broke, delaminated and fell apart during insertion. A backup device was available to complete the procedure with a delay of less than 30 minutes. No patient impact was reported.

Manufacturer narrative:
Visual assessment of the device confirmed the reported breakage. The distal threads have broken off and were not returned. Due to the anchors condition dimensional assessment is prohibitive. The area of the breakage is burnished indicative of contact with the cortical layer of bone, indicating that axial alignment was not maintained during insertion. Clinical details were provided stating that a 4.5mm tap was used to prepare the insertion site; however, per the device IFU a 5.5mm awl dilator is the recommended site preparation device for this anchor in hard bone applications. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported issue was determined to be user error. Further investigation is not warranted at this time